Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported soon after being implanted, the pt began to experience discomfort/spasms when stimulation was on. The spasms were painful when the pt sneezed, coughed, or laughed. As a result, the pt's scs system was explanted in 2009. Sjm was made aware of the explant on (B)(6) 2013.